Event description:
The technician alleged the brake is not holding on the right side of the bed. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster on the right side of the bed to resolve the issue.